Event description:
During a follow-up call to the peritoneal dialysis registered nurse [(pd)rn] for a patient that reported their pd effluent was cloudy, it was reported the patient had recurrent peritonitis. Additional follow-up was conducted with the pdrn. The patient called the pdrn on (B)(6) 2023 to report abdominal pain. The pdrn was on vacation and the patient was instructed to follow-up with the clinic home therapies manager. The patient contacted the home therapies manager to report the abdominal pain. The patient was unsure if the pd effluent was cloudy. The patient was instructed to take prophylactic antibiotics from his pd home kit. The patient took a one-time dose of intraperitoneal (ip) vancomycin 2g. The patient was seen in the pd clinic on (B)(6) 2023 and had pd effluent cultures drawn. The patient was diagnosed with peritonitis. The patient¿s white blood cell count was 230. The culture shows gram positive rods as of (B)(6) 2023 with no specific organism and species. The patient was prescribed ip vancomycin and ip ceftazidime (dose and frequency unknown) with the last dose administered (B)(6) 2023. The cause of the peritonitis was lack of adherence to pd instructions by the patient. The patient left the air conditioning on, the door open, did not wash their hands, and did not wear a mask prior to connecting to treatment all resulting in a breach of aseptic technique. The patient was not hospitalized for the event. The patient¿s nephrologist determined that the patient required the pd catheter to be removed. The nephrologist believed the bacteria had adhered to the catheter. The patient was sent to the emergency room on (B)(6) 2023 for pd catheter removal and to have a central venous catheter (cvc) placed. If the patient ever returns to pd therapy, the nephrologist stated the patient¿s spouse will have to be the care partner. Additionally, the patient reportedly has severe diarrhea. A stool sample was sent out to be tested for clostridium difficile (c. Diff.). The culture is pending. No further information related to the peritonitis event was provided.